Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, being implanted valve-in-valve into a dislodged transcatheter valve, when fully deploying the valve, the valve slid upwards resulting in moderate to severe paravalvular leak (pvl). Based on the pvl, the decision was made to implant another non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.